Event description:
A baxter field service technician serviced a colleague device for fc 810:11:00. During evaluation, the device was in use for thirty-three (33) minutes at time of alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to potentially be moisture in the tubing. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a follow-up report will be filed upon completion of the evaluation or if any additional details become available.